Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and it was noted that the sensing was not fully optimized. Technical services was consulted and explained with single zone programming, the reference subcutaneous electrogram (s-ECG) template is not being applied. Additionally, the presenting s-ECG and event morphologies are identical, so does not appear to be a rate morphology change. Consider reviewing other vectors. Discussed the process of acquiring reference s-ECG and manual set-up vs. Auto set-up. Additional information received indicates that the patient received several inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Explant performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and it was noted that the sensing was not fully optimized. Technical services was consulted and explained with single zone programming, the reference subcutaneous electrogram (s-ECG) template is not being applied. Additionally, the presenting s-ECG and event morphologies are identical, so does not appear to be a rate morphology change. Consider reviewing other vectors. Discussed the process of acquiring reference s-ECG and manual set-up vs. Auto set-up. Additional information received indicates that the patient received several inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and it was noted that the sensing was not fully optimized. Technical services was consulted and explained with single zone programming, the reference subcutaneous electrogram (s-ECG) template is not being applied. Additionally, the presenting s-ECG and event morphologies are identical, so does not appear to be a rate morphology change. Consider reviewing other vectors. Discussed the process of acquiring reference s-ECG and manual set-up vs. Auto set-up. Additional information received indicates that the patient received several inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.